Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used to achieve hemostasis in a patient whose right common femoral artery had been punctured for a percutaneous coronary intervention (pci). After switching the procedure sheath to the angio-seal guidewire, the assembly was attempted to be inserted into the artery. However, the guidewire became bent, preventing the guidewire from being inserted into the artery, and the assembly also became bent. The doctor took over the procedure. The device was not used and was replaced with another angio-seal device. After the procedure sheath was reinserted and switched to the guidewire of the second device, and the procedure resumed. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The type of procedure performed with the angio-seal device was hemostasis. The estimated blood loss was less than 250cc. The doctor who took over the case stated that the doctor who was deploying the initial angio-seal device seemed to be inserting the assembly with brute force. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, guidewire, arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. A kink was noted in the guidewire and at the blood inlet holes of the returned sheath and locator assembly. The sample was returned for evaluation and kinks were noted in the guidewire and sheath/locator assembly. As a result, the complaint could be confirmed for a kinked guidewire and sheath/locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the components during insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).